Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to the femoral implant breakage.

Manufacturer narrative:
The complaint description states that a revision was due to a femoral implant breakage. The device associated to the complaint was not returned for analysis. No other analysis was possible because the batch number provided (128486d) was not identified in jde. A search into the database found 1 similar lot number : 1278486d. Regarding this lot number for the reference 3l92512, a recall was performed for all corail amt with a lot number lower than 1391546. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.